Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after performing invasive arterial catheterization on the patient, it was found that the value could not be calibrated to zero after connecting the pressure sensor and sensor line, and the value was still low after replacing the other sensor lines. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
H6. Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. Without the return of the product a comprehensive failure investigation cannot be carried out, and a probable cause cannot be determined. Awareness of the reported failure was given to personnel who perform the assembly process. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.